Manufacturer narrative:
Device investigation details: a picture was received for evaluation following (B)(6) procedures. According to pictures provided by the customer, the tip of the sheath was observed wrinkled and one of the electrodes was observed squashed. A device history record review was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a vizigo and the device tip was damaged. During the operation, the device was difficult to use. The tip of the sheath was found damaged, like a ¿deformation¿ not a detachment. There was no resistance inserting or removing the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. The device was confirmed to be used on the patient.